Manufacturer narrative:
Additional information can be found in the following field(s): weight, ethnicity, other relevant history, PMA/510k, if follow-up, what type. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information was obtained from the customer. The permanent cautery spatula instrument was inspected prior to use and there was no damage found. The event occurred 10 minutes after use. The surgical staff reportedly saw evidence of arcing of electrical energy when monopolar cut/monopolar coag energy was being activated. The customer confirmed a bipolar cord was used for the instrument. The settings used on the generator were cut: 2 and coag: 2. The instrument was not removed from the arm at any time prior to the event. There was no report of a collision with any other instrument or tool during procedure. The surgeon suspected the event was a result of an instrument design problem. The patient has not returned to the hospital due to experiencing any post-surgical complications. On 19-december-2020, additional information was obtained from failure analysis investigations. The instrument was found to have signs of thermal damage to the monopolar yaw pulley around the ceramic sleeve, distal clevis, and conductor cap. No weld damage found. There were no signs of damage to the insulation of the conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No damage was found to the ceramic sleeve. The instrument passed the electrical continuity and energy delivery tests. Additional findings were observed during failure analysis that were not related to the customer reported complaint. The instrument was found to have signs of thermal damage to the distal clevis, monopolar yaw pulley, and conductor wire cap. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (470184-13/n10200317 0026) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 10th use of the instrument. The customer provided an image of the permanent cautery spatula that exhibited black char marks on the ceramic sleeve. A system log review was not performed since it is not relevant to the alleged complaint. There is no error related to the issue. This complaint is being reported due to the following conclusion: there was evidence of thermal damage proximal to the ceramic sleeve with no indication or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted tongue base resection surgical procedure, the customer alleged an issue with the ceramic insulation on the permanent cautery spatula (pcs). There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.